Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found. The helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported the right ventricular (rv) lead had a high threshold that was intermittent at 6 volts at 1 millisecond. Also the patient had phrenic nerve/diaphragmatic stimulation. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).